Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device issued incorrect adult/child prompts at power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault through review of device history as the device did not prevent any fault upon return. This reported failure was attributed to potential reed switch failure. During the investigation no visual or measurable faults were observed with the device to indicate a fault. This suggests the failure was intermittent. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device issued incorrect adult/child prompts at power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.